Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history report shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
The bullets keep falling off the capio sutures. Lost 2-4 bullets in the patient. The patient's condition is unknown at this time.